Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to an unknown product performance issue. Attempts to obtain additional information were unsuccessful. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation could not be confirmed. However, this lead did not pass guidewire insertion test from the terminal pin to tip due to a foreign material. The foreign material was suspected to be the agglomeration of blood/body fluid and polymer from the lead/guidewire interaction.